Event description:
It was reported that during a routine follow up, the pulse generator exhibited a marker anomaly. The device was reprogrammed and upon re-interrogation, the issue was no longer present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.